Event description:
It was reported that patient presented for scheduled implant procedure. During procedure, it was noted that the newly placed right atrial (ra) lead was unable to capture. The ra lead was not implanted, and an alternate lead was implanted instead on 22 apr 2025. The patient was in stable condition.

Manufacturer narrative:
The reported event of failure to capture was not confirmed. As received, a complete lead was returned in one-piece. Final analysis did not find any anomalies.